Event description:
A customer contacted beckman coulter inc. (Bci) regarding one glucose (glu) result generated by the unicel dxc 600 pro synchron clinical system that did not match when run in duplicate mode. The original result was 110 and 95mg/dl in duplicate mode. The erroneous result was not reported outside of the laboratory. Reruns on the same instrument yielded 100 and 99mg/dl. The customer reported out 100mg/dl. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc was within the established specifications. Service call was not requested. The root cause for this event is unknown.